Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center confirmed intermittent flicker of the endoscopic image due to a defective cable. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the failure of the cable unit by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found followings; intermittent flicker of the endoscopic image due to a defective cable was confirmed. The cap unit was broken. There was minor rust on the ccd unit. There was a minor scratch on the serial license plate. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported endoscopic image clarity issue, color tone and image flickering when the camera cable moved. It was found during a periodic inspection of the device. There was no report of patient injury associated with this event.